Event description:
The customer's mother reported that the cannula had dislodged from the infusion site and that the customer's blood glucose was in the 320's (mg/dl). The pod was discarded.

Manufacturer narrative:
The device was discarded and will not be returned for eval. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot qualification records were reviewed, as the product lot number was nor provided.